Event description:
Patient reported obtaining a blood glucose result of 53 mg/dl, while using the suspect device. Patient indicated that she was exhibiting symptoms of hypoglycemia and self-treated by eating a banana and drinking lemonade. Patient stated that, 20 minutes later, she retested blood glucose, using the suspect device, with results of 197 mg/dl and 83 mg/dl (2 minutes apart). No additional was taken based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.